Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
The patient was implanted with the clavicle plate on (B)(6) 2013. On an unknown date, the clavicle plate implant broke in half and patient presented with pain. A revision surgery was scheduled for (B)(6) 2013. No additional information is available. This is report 7 of 8 for complaint (B)(4).